Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. At this time, the device has not been returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned, and no further information could be obtained, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical service center (tac) worked with the olympus representative to troubleshoot the issue. Three separate cameras were tested, and only 1 of the 3 worked with the control unit. The rep confirmed the contacts on the camera heads and the socket of the otv-s400s were cleaned with alcohol, but the error still occurred. The camera heads were previously sent to olympus for repair and returned to the customer, providing a clear indication the otv-s400s was causing the error code. Tac recommended the customer return the otv-s400s camera control unit for inspection. The device has not yet been received by olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The olympus representative called to report the customer's otv-s400s camera control unit displayed an e224 camera head communication error during preparation for use. The intended procedure is unknown, but it was successfully completed with a similar device.